Manufacturer narrative:
The pcoip zero client was returned to the manufacturer for analysis. Analysis found that the software rebooted multiple times. Analysis found that the reported event was related to a electrical issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the pcoip in the camera cart needed to be replaced. After pcoip replacement, the system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a transsphenoidal procedure. It was reported the camera cart monitor disconnected three times. It was noted the main cart and the camera remained connected. It was also noted the pcoip splash screen was shown before trying to connect. This issue occurred intraoperatively and did not cause any surgical delay. There was no reported impact on patient outcome.